Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a delivery anomaly on the insulin pump. Customer did not believe the insulin pump delivered their basal rates. The customer's blood glucose was over 300 mg/dl at the time of incident. Customer reported experiencing nausea from their blood glucose. Customer treated their blood glucose with a bolus. Troubleshooting found the customer did not program another prime after reconnecting and disconnecting from the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. Boluses and basals were delivered and properly recorded in bolus history and daily totals. No delivery anomaly was noted. The insulin pump cracked reservoir tube lip and cracked battery tube threads.